Event description:
It was reported an issue with novosyn chd suture in a post market clinical follow-up study. It was reported a surgical site infection. In this case, the adverse event occurred in a patient of 61 years old, female and 172 cm (patient no. (B)(6)). This patient underwent laparoscopic cholecystectomy surgery on (B)(6) 2022. Infection occurs on (B)(6) 2022 and the suture was removed from the skin. The event finished on (B)(6) 2022. On (B)(6) 2022, a surgical site infection (ssi) occurred on c1, c2, c3 (positions of the applied trocars) and only the skin suture was removed the same day, there was no specific surgery performed due to the ssi. The trocar incision was not reopened. It was considered a non-serious complication and it was resolved without sequelae. The possible causal relationship with the suture material used reported is that the suture is reabsorbed after a long time. Intensity of the event: mild; patient was aware of signs and symptoms but tolerated them easily. According to the information received, this is an expected common event in clinical routine for the performed surgery.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Analysis and results: there is one previous case of this code-batch regarding the same issue that also comes from a post-market clinical follow-up investigation and from the same center. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. To analyze this case, we have not received samples. Without samples a proper analysis cannot be done. However, samples tested of the same code-batch in the previous case fulfilled the specifications: tightness test to the closed samples received was performed and the units were tight. Also, sterility test was carried out and the samples fulfilled the specifications, the tested samples remained absent of turbidity (bacterial growth). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. As stated in the note/precautions of the instructions for use of the product, 'skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® chd may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process.' On the other hand, in the instructions for use of the product is also stated that 'the following side effects may be associated with the use of this product: transient local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, hardening of tissues (subcuticular tissues). In rare cases, allergic reaction, contact dermatitis or anaphylactic shock have been reported with chlorhexidine contact.' Final conclusion: although no samples have been received to analyze this case, according to the results of the tests realized to the closed samples in the previous case and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.